Manufacturer narrative:
It is visible in the screenshots of the o2 gas path test that the o2 dosing valve is leaking with 6.4 lpm. Further, it is visible that the o2 valve offset calibration keeps failing and alarms 387 and 379 - "no o2 dosing possible" were triggered in combination with alarm 271 - "o2 supply failed". The alarms were muted. Ventilation stopped and the machine shut-down. The customer was requested to order a new o2 dosing valve. Any additional information received from the customer will be included in a follow-up report.

Event description:
The customer reported that alarms 379 and 387 - "no o2 dosing possible" occurred on (B)(6) 2019 during use on a patient. Alarm 151 - "o2 concentration low" was triggered. The alarms were muted. Ventilation stopped and the machine shut-down. The patient's spo2 temporarily decreased from around 98 to 85.